Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR. During a tonsil and adenoid procedure, while the surgeon was removing the left tonsil, it was reported that the "tip sparked white followed by a very brief orange flame and black smoke." The surgeon removed the device, checked the tip and pt and continued with another device. The surgeon felt that the tissue on the tip burned (char and tissue buildup was noticeable just prior to the incident); however, the staff said it was the grey material near the tip. There was no pt injury. The tonsil tip was returned for failure investigation. Visual inspection of the tip noted a white ash at the distal tip of the housing. Bench top investigation found that the silicone material in the tonsil tip can withstand the high temperatures seen during normal use. When exposed to temperatures in excess of 400 degrees celsius, it will burn, leaving a white ash residue but will not generate any flame. It was determined that in a high oxygen atmosphere, an active tonsil tip can ignite the oxygen and burn the tonsil tip housing. It was not possible to reproduce the burnt tonsil tip housing under normal atmospheric conditions. End of report. Investigation results: based on the bench top investigational results, it was determined that in a high oxygen atmosphere an active tonsil tip can ignite the oxygen and burn the tonsil tip housing. It was not possible to reproduce the burnt tonsil tip housing under normal atmospheric conditions. Inspection of the lot history record for plasmablade tna did not note any anomalies during the mfg of this lot of fg-00007. The following warning is already contained in plasmablade tna instructions for use. Peak surgical will continue to monitor for future occurrences.

Event description:
During a tonsil and adenoid procedure, a "very brief orange flame" was observed at the distal end of the tonsil tip. The physician removed the device, checked the tip and the pt and continued with another device. There was no pt injury.